Event description:
It was reported that the user experienced frequent nocturnal low glucose while using the ilet, with pump-delivered meal doses perceived as higher than needed and contributing to glucose fluctuations; the user typically consumes few carbohydrates, announces meals, and noted the pump suggested approximately 6¿7 units when they would usually take about 3 units. Symptoms included shakiness, headache, and migraine, with hypoglycemia treated using oral glucose tablets. Outcomes included low glucose events without hospitalization. Investigation included troubleshooting and education regarding meal announcements, carbohydrate intake, and hypoglycemia management. Investigation of this case revealed no device malfunction reported, with the cause of hypoglycemia unclear given illness, reduced bedtime snacks per clinical advice, and potential mismatch between announced meals and actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.